Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the right and left cornua are two silver metallic coiled medical devices"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)/severe bleeding") in an adult female patient who had essure (batch no. 124291235- inv, 627314, 12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gardnerella vaginalis test positive, menstrual irregularity, menometrorrhagia, dysfunctional uterine bleeding, irregular menstruation, perineal pain, endometrial ablation and corpus luteum cyst. Concomitant products included ibuprofen for pain as well as alprazolam (xanax) and sertraline (zoloft). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("severe ibs") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils), surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 134 lbs insertion details,:essure done in office today. Essure inserted and 3 coils visualized in right tube and 2 coils in left tube. Lot number 124291235 invalid, 627314, 12429135 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion lot number:12429135 manufacturing date: 2010-01 expiration date:2012-10. Lot number: 627314 manufacturing date: 2008-06 expiration date: 2010-06 . Lot number: 124291235 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in a female patient who had essure (batch no. 124291235- invalid , 627314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included alprazolam (xanax) and sertraline (zoloft). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("severe ibs") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number 124291235 is invalid. Lot number: 627314 manufacture date: (B)(6) 2008 , expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in a female patient who had essure (batch no. 124291235, 627314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included alprazolam (xanax) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("severe ibs") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with salpingectomy)and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-aug-2018: pfs received with her demographic condition. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal): bladder, urinary tract infection, vaginal infection, migraines, headaches, psychological or psychiatric problems condition: anxiety issues, bladder problems, urinary tract disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: severe ibs and weight fluctuation. Lot no. Added. Concomitant drugs added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the right and left cornua are two silver metallic coiled medical devices"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)/severe bleeding") in a female patient who had essure (batch no. 124291235- invalid, 627314,12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gardnerella vaginalis test positive, menstrual irregularity, menometrorrhagia, dysfunctional uterine bleeding, irregular menstruation, perineal pain, endometrial ablation and corpus luteum cyst. Concomitant products included ibuprofen for pain as well as alprazolam (xanax) and sertraline (zoloft). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("severe ibs") and weight fluctuation ("weight fluctuation"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils), surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6)-2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 134 lbs insertion details,:essure done in office today. Essure inserted and 3 coils visualized in right tube and 2 coils in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on 19-aug-2010: total bilateral occlusion lot number 124291235 is invalid. Lot number: 627314 manufacture date: 2008/06 , expiration date: 2010/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs & mr received. Lot number added. Reporter's information, concomitant condition, concomitant drug was added. Event added as per medical record" embedded within the right and left cornua are two silver metallic coiled medical devices" as "embedded device". On (B)(6)2018: pfs received no new significant information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the right and left cornua are two silver metallic coiled medical devices'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding (general)/severe bleeding') in an adult female patient who had essure (batch no. 124291235invld,627314,12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gardnerella vaginalis test positive, menstrual irregularity, menometrorrhagia, dysfunctional uterine bleeding, irregular menstruation, perineal pain, endometrial ablation and corpus luteum cyst. Concomitant products included ibuprofen for pain as well as alprazolam (xanax) and sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("severe ibs") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, endometrial ablation and forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, weight fluctuation and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 134 lbs insertion details,:essure done in office today. Essure inserted and 3 coils visualized in right tube and 2 coils in left tube. Lot number 124291235 invalid, 627314, 12429135. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: satisfactory placement of essure microinsert (contrast fills uterus and cornua with distal end of the inner coil within the tube with less than 50% of the length of inner coil inside the cavity or proximal end of the micro-insert appears to be upto 30 mm into the tube from where contrast fills the uterine cornua with complete tubal occlusion.. Lot number:12429135 manufacturing date: 2010-01 expiration date:2012-10. Lot number: 627314 manufacturing date: 2008-06 expiration date: 2010-06. Lot number: 124291235 is invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: event dysfunctional uterine bleeding added. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('embedded within the right and left cornua are two silver metallic coiled medical devices'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding (general)/severe bleeding'). In an adult female patient who had essure (batch no. 124291235-inv,627314,12429135), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions: included overweight, gardnerella vaginalis test positive, menstrual irregularity, menometrorrhagia, dysfunctional uterine bleeding, irregular menstruation, perineal pain, endometrial ablation and corpus luteum cyst. Concomitant products included: ibuprofen for pain as well as alprazolam (xanax) and sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("severe ibs") and weight fluctuation ("weight fluctuation"). On 19-apr-2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy, with bilateral salpingectomy, endometrial ablation and forced to undergo one or more surgeries to remove one or more of the essure coils/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, weight fluctuation and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 134 lbs. Insertion details: essure done in office today. Essure inserted and 3 coils visualized in right tube and 2 coils in left tube. Lot number#: 124291235 invalid, 627314, 12429135. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, satisfactory placement of essure microinsertion (contrast fills uterus and cornua with distal end of the inner coil within the tube with less than 50% of the length of inner coil inside the cavity. Or proximal end of the micro-insert appears to be upto 30 mm into the tube from where contrast fills the uterine cornua with complete tubal occlusion. Lot number#:12429135, manufacturing date: 2010-01, expiration date:2012-10 ; lot number#: 627314, manufacturing date: 2008-06, expiration date: 2010-06; lot number#: 124291235 is invalid. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: dysmenorrhea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.